Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call to state that the buttons on the insulin pump are not responding. Customer stated that she was trying to fill the cannula when the act button started to stick. The blood glucose level of the customer is unknown. The customer was advised to discontinue use and revert to a backup plan. The insulin pump is being returned for analysis.

Manufacturer narrative:
The insulin pump had intermittent up button response due to corroded keypad traces. However, unit received with all operating currents within spec and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarm noted during testing. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.